Event description:
Pt was on orthopaedic table when it malfunctioned: pt would have fallen if personnel present had not been able to restrain him. Table was in reverse trendelenburg position with 5-10 degrees left tilt. When lateral tilt was turned, the table did not respond, and pt went full tilt, 15 degrees. Personnel on left side of table were able to keep him from falling and returned table to level. Pt had stated weight as 300 lbs when admitted with broken femur, table limit is 350 lbs.